Event description:
It was reported that the customer was hospitalized for low blood glucose readings of 97 mg/dl. The customer reached a blood glucose of 40 mg/dl when they decided to go to the emergency room. The customer's ate and when he turned the insulin pump back on his blood glucose was 62 mg/dl. The name of the hospital was porter regional hospital. It was stated that the customer had a cold or cough prior to the hospitalization. The customer does not have a back-up plan, so they may have to spend the night at the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.